Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor failure alarm. The registered nurse (rn) tried transducing the central lumen of the catheter, but there was a very poor waveform. The getting service representative then advised the rn to attempt transducing using a radial aline. This method was successful and resolved the issue. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h6, h10. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor failure alarm. The registered nurse (rn) tried transducing the central lumen of the catheter, but there was a very poor waveform. The getinge service representative then advised the rn to attempt transducing using a radial aline. This method was successful and resolved the issue. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.